Event description:
The lead was explanted due to a non-specific report of lead malfunction. Explant method; subclavian. Technique/tools: standard stylet, locking stylet byrd dilator sheath set laser. No complications.